Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex bivona flextend neonatal and pediatric tracheostomy tube split at the tube shaft while in the patient's airway. The split was observed by a parent once the tube was removed. The patient was coughing and appeared pale in color. The tube was on its second use and had been in situ for 14 days; it was cleaned in hot, soapy water and steam sterilized. The split was not observed prior to insertion. An emergency tube change by the mother and nurse was required to resolve the issue. No permanent injury was reported.

Manufacturer narrative:
One portex® bivona® flextend¿ neonatal and pediatric tracheostomy tube was returned for evaluation. Visual inspection found a jagged split across the anterior side of the shaft. A dimensional analysis of the device was found within specifications. Based on the evidence, the observed complaint was confirmed and the device was found within manufacturing specifications. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.